Event description:
Upoon troubleshooting, it was discovered the meter was set inmmo1/l. The contact did not allege the customer experienced any adverse events due to the mmo1/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.